Manufacturer narrative:
Citation: lamm g, veraar c, höbart p, et al. Permanent pacemaker implantation after tavi and its association with survival: single-center cohort and nationwide validation. J clin med. 2026;15(6):2288. Published 2026 mar 17. Doi:10.3390/jcm15062288 earliest date of publication used for date of event. Earliest approved evolut r/pro+ product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a transcatheter aortic valve implantation (tavi) study involving the use of medtronic evolut r/pro+ (n = 36) and several non-medtronic valves (n = 1,069). Adverse outcomes of tavi included: annular rupture, cardiac arrest, aortic dissection, conversion to open surgery, and permanent pacemaker implantation. The one-year and five-year mortality rates were also analyzed. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths. Additionally, the authors ultimately found that pacemaker implantation after tavi was not associated with an increased risk of mortality at one or five years.